Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to oversensing of myopotential were observed. Coughing was able to recreate the oversensing. Programming changes were made. No symptoms were reported the patient was not pacemaker dependent.